Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and sent a picture of the cautions listed for the scope to see if it was the only needed info or if there was more that could be sent to the customer. Both agreed that the provided picture detailed the proper cautions that should be taken. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the reported issue cannot be determined as no product was returned for failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the staff encountered an issue where the near infrared (nir) handheld camera light cord and scope were getting very hot. The staff held the camera up to a drape, and the scope burned through the drape. The issue was noted during a procedure. The customer reported event has no report of patient injury.